Manufacturer narrative:
¿As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.¿

Event description:
Survey feedback: cup version. Sometimes is perfect. Other times there is a discrepancy between where mako says it is and post op x-ray by 10-20 degrees. Can¿t figure out what I¿m doing wrong in those cases. How is it set? Maybe that would help. Or any other suggestions.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections d.3, g.1, g.4, g.7, h.2, h.3, h.6, h.10 and h.11 based on the results of investigation. "Reported event: an event regarding software error involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio found quality inspection procedures successfully passed. Complaint history: a search of the complaint database under device identification pn 209999 reports similar complaints for tha software - software error. The complaint record numbers are: (B)(4). Conclusion: not performed as case session data was not provided." H3 other text : product was not available for evaluation.

Event description:
Survey feedback: cup version. Sometimes is perfect. Other times there is a discrepancy between where mako says it is and post op x-ray by 10-20 degrees. Can¿t figure out what I¿m doing wrong in those cases. How is it set? Maybe that would help. Or any other suggestions.